Event description:
It was reported, the patient had discomfort at the ipg pocket. The physician explanted the entire scs system due to the issue. It was reported an MRI had been performed since the explant, but there was no indication of what was causing the discomfort.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.